Manufacturer narrative:
Evaluation results: the introcsc (introducer) used with the endoplege coronary sinus catheter was returned and evaluated by engineering edwards (B)(4). The non conformance reported in the customer experience report was confirmed. The sheath of the introducer was almost completely sheared at the junction of the hub. Only a thin strand of sheath was holding it together. This evaluation lead to field corrective action. The separation of the sheath at the hub was attributed to the nick/cut caused by the flash trimming operation at the supplier. Appropriate corrective actions are now in place at the supplier and edwards' to prevent this from reoccurrence.

Manufacturer narrative:
Device code: material separation. Edwards initiated a corrective action and a field corrective action which are applicable to this event.

Event description:
It was reported that the introducer of endoplege coronary sinus catheter was noted to have a break (crack) at the hub site after it was already inserted and sutured in place. Anesthesia removed entire system and reinserted a new one. No adverse patient events.